Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed out of range capture threshold on the atrial lead. Device interrogation revealed normal thresholds and oversensing noise on the atrial unipolar channel. Programming changes were performed to resolve the issue. The patient condition was stable.